Event description:
The user facility knew the side rail would not lock into position. When the patient pushed on the siderail it fell down causing patient to fall out of bed. Patient sustained a broken nose.